Manufacturer narrative:
Serial numbers continued: (B)(4). For 1 event, the investigation determined that the issue found by the fse was the root cause of the event. For 2 events, the investigation determined that the service actions resolved the issue. For 9 events, the investigation did not identify a product problem. The cause of the event could not be determined. For 1 event, the investigation did not identify a product problem. The customer did not use a rack adapter with the 13 mm sample tube. A rack adapter needs to be used. The specific cause of the event could not be determined. For 4 events, neither a general instrument or reagent issue were identified. The investigation did not identify a product problem. The cause of the event could not be determined. For 1 event, the investigation did not identify a product problem. The centrifugation time and speed were not appropriate for the tube type used by the customer. The specific cause of the event could not be determined. For 3 events, the investigation is ongoing. The follow up action for 1 event was that the field service engineer (fse) identified an issue with the pre-wash on the instrument. The fse cleaned the pre-wash tubing with bleach. The customer has had no further issues since the service visit. The follow up action for 1 event was that the service engineer found damaged pinch tubing and a string wrapped around the mixer. He replaced the pinch tubing, adjusted the high voltage, and removed the string. The performance, calibration, and qc were completed and acceptable. The follow up action for 1 event was that the field engineering specialist was unable to determine a cause. He replaced the sipper tubing and the pinch tubing. He cleaned multiple components. The follow up action for 1 event was that the photo-multiplier tube high voltage was adjusted as it was outside of specifications. A cell blank calibration was performed. Calibration and controls were run. The follow up action for 1 event was that the field service representative performed preventive maintenance and checked the analyzer. Performance testing was acceptable. The follow up action for 1 event was that maintenance was performed by service. Instrument performance testing was within specification. The follow up action for 1 event was that the field application specialist checked the sample probe and found no issues. The follow up action for 1 event was that the field service representative replaced the measuring cell and pinch valve tubing. The follow up action for 1 event was that the measuring cells were replaced. The follow up action for 1 event was that the field service engineer found "deformation and some dirt" in the procell/cleancell cups and these were replaced. The follow up action for 1 event was that instrument performance testing results were acceptable. The follow up action for 1 event was that the customer replaced the reagent pack and the fse checked the liquid level detection functionality. The follow up action for 1 event was that the field service engineer found that the protective cover above the incubator was loose and the height was inconsistent causing the tip to rub. There were no follow up actions for 8 events. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>21</noe> malfunction events. Questionable non-reproducible results were generated by the cobas 6000 e 601 module. The events involved a total of 29 patients with the following: 8 questionable results for elecsys hcg + beta test system. 1 questionable result for elecsys pth stat immunoassay. 1 questionable result for elecsys ca 19-9 immunoassay. 2 questionable results for elecsys acth test system. 1 questionable result for elecsys insulin. 2 questionable results for elecsys estradiol iii assay. 1 questionable result for elecsys anti-hav igm. 1 questionable result for elecsys ft3 iii. 1 questionable result for elecsys ferritin. 1 questionable result for elecsys testosterone ii. 1 questionable result for elecsys tsh assay. 4 questionable results for elecsys ft4 iii. 2 questionable results for elecsys vitamin d total. 1 questionable result for elecsys c-peptide. 1 questionable result for elecsys toxo igg immunoassay. 3 questionable results for elecsys myoglobin immunoassay. The patients' ages ranged from 33 years to 72 years. The other patients' ages were requested, but were not provided. The weight for 1 patient was (B)(6) kg. The other patients' weights were requested, but were not provided. There were 10 females and 2 males. The other patients' genders were requested, but were not provided. The patients' races were requested but were not provided. The patients' ethnicities were requested but were not provided.